Manufacturer narrative:
The patient's monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned from the field for further evaluations including the patient continuous ECG recordings. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. There is no indication at this time to suggest a device malfunction caused or contributed to the patient death. Device manufacturer date: monitor: 10/05/2020, electrode belt: 07/26/2011.

Event description:
A distributor contacted zoll on 2021-01-05 to report that a french patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly at home and alone at the time of passing. It was noted that the patient's date of passing was most likely between (B)(6) 2020 and (B)(6) 2020 at 04:07:00 am, but the official date of death is listed as (B)(6) 2020. The patient's passing was cardiac related. A clinical analysis was completed on the patient's download data and available ECG recordings. This analysis concluded that the patient experienced a treatable arrhythmia prior to passing. The chronology of the event is detailed below: from 17:39:52 to 17:41:04, the device detected asystole two times. The patient's rhythm shows ventricular fibrillation (vf). Vf was detected as asystole due to low cardiac amplitude. As such, the system did not initial a treatment sequence. The following day, on (B)(6) 2020, the device detected bradycardia status at 01:55:38 am on (B)(6) 2020. Bradycardia is not a treatable rhythm. The battery continued to power the monitor until 04:07:12 on (B)(6) 2020 until the battery was fully depleted. Eventually, the monitor was powered down due to the excessively discharged battery pack. From 04:07:12 on, no additional ECG information is available due to the depleted battery.